Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from back of the cassette. The spouse was advised to let the cycler set and try it again for next treatment. Multiple attempts were made to gather missing details, but no information was provided. There was no harm, intervention or adverse events reported in the initial report. The cycler has not been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that during pd treatment there was a fluid leak. Fluid was discovered during treatment complete - step 9 remove cassette. Fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. Fluid leaked from back of the cassette. The spouse was advised to let the cycler set and try it again for next treatment. Multiple attempts were made to gather missing details, but no information was provided. There was no harm, intervention or adverse events reported in the initial report. The cycler has not been returned for analysis.